Manufacturer narrative:
(B)(4). (B)(4). Delamination. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk surgical procedure. After the mesh got in touch with body fluid / blood, the cellulose layer separated completely. The mesh had to be removed and procedure was finished with another like mesh. There was no adverse consequence to the pt.